Manufacturer narrative:
The reported event of dislodgement during implant post tether mode could not be confirmed. Final analysis showed that the helix length was within specification. Field mentioned the difficulty to release was due to user error. Performed DHR review to ensure that each manufacturing and inspection operation was performed. All required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were detected.

Event description:
It was reported that during aveir leadless pacemaker (lp) implant, the lp had dislodged from the cardiac tissue when going into long tether mode. The lp was retrieved and replaced with an alternate lp. There were no patient consequences.